Event description:
The customer reported, the pt received a small burn on their back. A pencil was in use and had been used at some time before during the procedure and then laid on the drapes over the pt's back. The drapes covering the pt were melted and the pt's back beneath was burned. No one had activated the pencil after its use. The site is concerned if a self activation occurred.

Manufacturer narrative:
(B)(4). The pad and pencil have been discarded and no investigation will be possible. The generator is expected to be returned for eval. If the generator is received, a f/u report will be submitted.